Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one resolute onyx des was implanted in the 1st obtuse marginal and a launcher guide catheter was used, which caused a dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dissection was a grade d dissection. The dissection was treated with implantation of one resolute onyx stent and medication. The investigator assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: sponsor assessed event is not related to device or anti-platelet medication. Medtronic device caused the dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: correction to medtronic aware date. Previous report was a not late report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.